Event description:
Boston scientific received information that this lead and device displayed pace impedance measurements of greater than 2500 ohms, loss of capture and no sensing. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.